Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the top aligners that they received stick out off of their 4 to 6 front teeth. They are snug on all of their other teeth but for some reason there is a bit of a gap between the aligner and the top of their front teeth. In addition, all of their top aligners have a lip in the same area as described. The patient had to file the lip down on their first aligner as it was uncomfortable otherwise. The patient did try to file the lip, but the gap is still apparent and still causing discomfort and blisters.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.